Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A coil and delivery wire were returned. The coil was found detached from the delivery wire. The coil was returned stretched. The interlocking arm of the coil was found broken off. The interlocking arm was not received. The delivery wire was inspected and no issues noted. Microscopic inspection of the delivery wire was performed and it was noted that the coil was stretched near the interlocking arm. The interlocking arm was not returned. The zap tip of the coil has a smooth surface. The zap tip shape and surface of the delivery wire and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. Microscopic inspection of the main coil noted that the zap tip has a sooth surface. The delivery wire dimensions were found to be in specification. Outer diameters of the weld and wire arm, wire length, and wire zap tip were within specification. The coil dimensions that could be measured were found to be in specification. Number of distal and proximal fiber bundles, outer diameters of the zap tip and the primary coil were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the coil became unraveled. The target lesion was located in the moderately tortuous internal iliac artery. A 12mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil became unraveled after several attempts were made in coiling. The coil was then removed. The procedure was completed with another of the same interlock coil. No patient complications reported. However, device analysis revealed that the interlocking arm of the coil was found broken off and not returned.